Event description:
While servicing bed, brakes failed the lateral pull test.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service rep will be sent to repair brake kit.